Event description:
Port was implanted by surgeon as per manufacturer instructions. In pacu (post-anesthesia care unit), it was determined that port was not working. Patient was sent to ir (interventional radiology). The catheter detached from the port and was lodged in svc (superior vena cava). Foreign body was retrieved, new port placed.